Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
(B)(4) 2015, it was reported that the catheter was placed in the patient about two years before the event. Reportedly, at an unknown date, the stylet stuck out from the distal end of the catheter and remained in the patient's body. Supposedly, the patient has already died. Despite good faith efforts to obtain additional information, the facility was unable or unwilling to provide any further patient details including sex and original disease, the cause of death, and other event detail. The sample was not provided, either.